Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The cut line and staple line were equal in length? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Echelon straight/flex: what color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? Were any unexpected noises heard? Was there any difficulty removing the device from the tissue? If so how was the device removed from the tissue? Was there any tissue damage after the device was removed? Please explain. Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60m partially fired 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device stopped working half way through the firing. A second device was pulled and the procedure was completed with no patient consequence.